Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow up, noise resulting in over-sensing was observed on the right atrial (ra) lead. The physician visually confirmed lead insulation damage to be the cause of the event. No intervention was performed to address the insulation damage, noise and oversensing. The patient was in stable condition and will continue to be monitored.